Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that labels were scratched (do not repair), image evis had a white dot, switch 1 had a cut, there was reduced angulation, control knob play was loose, distal end plastic cover had dents, light guide lens, bending section cover or distal sheath's glue was cracked, insertion tube snakiness (do not repair)15a for torn boot, light guide tube had dents (do not repair), scope connection had dented plug unit golden pins. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although the clogging of the nozzle was confirmed, it could not be specified what the foreign material was. There were no deviations in the reprocessing steps at the material residue point and no physical damage where the foreign material remained; therefore, a conclusive root cause for the remaining foreign material could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the colonovideoscope had a blocked air and water channel. The event was found during reprocessing. There was no patient or procedural involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.